Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The event can be detected/prevented by following the instructions for use which state: 6.2 precleaning, leak testing, and manual cleaning precleaning and manual cleaning immediately after each patient examination, perform bedside precleaning, clean the outer surfaces of the endoscope, brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s reprocessing manual. Complete both the prescribed bedside and manual cleaning procedures. After the endoscope undergoes full manual cleaning, it can be reprocessed in the oer-elite. The oer-elite then provides supplemental cleaning and high-level disinfection. Warning when reprocessing the endoscope that has a forceps elevator using oer-elite, conduct precleaning and manual cleaning as detailed in each endoscope¿s reprocessing manual. Otherwise, the effectiveness of the reprocessing may be compromised. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor exhibited debris in the filters. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.